Event description:
Ous MDR - it was reported that approx. 36 months after the implantation oversensing was noted via home monitoring. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 22.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. In between an approx. 2.5 cm segment of the lead body was missing. The analysis revealed multiple abrasion marks along the lead body. In particular on the distal lead fragment the insulation was rubbed through near the shock coil which is assumed to be the root cause of the clinical observation of noise reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. The provided x-ray images showed the lead under complaint bent in small radii in the distal area which could have led to mechanical stress. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. During the electrical analysis, the dc resistances of the received conductor fragments were measured which did not reveal any broken contacts. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.